Manufacturer narrative:
The patient was reported to be over 18 years of age.

Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-04420 pertains to the other device. It was reported to boston scientific corporation that a prefyx pps system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was last seen (B)(6) 2012, and was experiencing pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.